Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the mid right coronary artery (rca). The 3.50x38mm rx xience xpedition stent delivery system (sds) was advanced however did not cross the lesion due to the anatomy and the proximal shaft outside the patient anatomy separated. The separated distal portion of the sds was simply withdrawn. Another 3.50x38mm rx xience xpedition sds was advanced however also failed to cross the lesion. The procedure was abandoned at this point. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported failure to advance and material (shaft) separation appears to be related to operational context of the procedure as it is likely the device interacted with the heavily calcified and tortuous lesion during advancement causing the reported failure to advance. It is likely that handling and/or manipulation of the device during the attempted advancement resulted in the reported shaft separation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.